Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was unable to communicate with the global communication tool. Receiver has no boot/ no power. The receiver case was opened and an interior inspection found moisture damage. The reported event of an error icon display could not be confirmed due to the condition of the device. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Data was received for evaluation. However, an evaluation cannot be performed to confirm the reported problem. A root cause could not be determined. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.